Event description:
Boston scientific received information that this left ventricular (lv) lead dislodged shortly after implant. High pacing thresholds were also observed. The lead was explanted and replaced with a different lead. No additional adverse patient effects were reported. This device is no longer in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.